Event description:
A pt service representative (psr) contacted zoll customer support while assisting a (B)(6) female pt to report that the charger/modem was not working. The pt was issued a replacement charger / modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger/modem not working) was confirmed. As received, the charger/modem would not power on. The cause of the inability o power on was a flash memory failure (B)(4) on the c/a board. An intermittent connection was discovered at pin a23 of the flash memory. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. In addition, the power supply unit was defective. The root cause of the defective power supply unit cannot be positively identified. No adverse event resulted from the defective memory or power supply unit. The pt received a replacement charger/modem.